Event description:
Current interference claim of >1.1g/dl for hemolysis interference listed in the package inserts for troponin t and troponin t stat kits is incorrect. New studies indicate the claim should be >0.1g/dl.